Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ extension set micro bore leaked and broke after removal from the patient. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: received one used q-syte extension set in an opened package on 10/18/2018 from the lot number 7209862. Also received a bd 2ml syringe. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of leakage/other with lot #7209862 regarding item #385102. DHR review was performed on the following sub assembly lot numbers: 7212769 ¿ this lot number was built on qfa line 2, from 04nov2017 thru 06nov2017. Review of DHR¿s revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot number. 7220520 ¿ this lot number was built on qfa line 2, from 10nov2017 thru 12nov2017. Review of DHR¿s revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Visual/microscopic examination: the septum top disk and column wall were separated from the septum bottom disk. There was residual septum material and adhesive deposits was evident on the rim of the top body column. The septum top disk and column wall were still attached on the slip luer. The defect leakage was confirmed based on the evaluation of the returned unit. The missing septum top disk/column is an opened pathway for leakage. Probable root cause for this incident is indeterminate. A definite source that caused the damage observed on the column wall (contributive to leakage) could not be determined. Leakage due to a column tear is normally attributed to incorrect usage or excessive actuations. Q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that the bd q-syte¿ extension set micro bore leaked and broke after removal from the patient. There was no report of exposure, injury, or medical intervention.